Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter was having a meter casing issue. The patient stated that the ¿device broke into pieces¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started the afternoon of (B)(6) 2013. The patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, 15 minutes after the alleged issue occurred, she developed symptoms of ¿blurry vision¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the customer care advocate (cca) documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.